Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any symptoms that would result in a blood detection error. During balloon dissection an outer balloon blood detect wire split was found. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during a procedure a polarx fit balloon was selected for use. However, during additional right inferior pulmonary vein (ripv) cooling, a blood detection error occurred after the inflation, therefore the physician decided to replace the cryocable and balloon and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a polarx fit balloon was selected for use. However, during additional right inferior pulmonary vein (ripv) cooling, a blood detection error occurred after the inflation, therefore the physician decided to replace the cryocable and balloon and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.